Event description:
It was reported that the patient presented to an implant procedure. Post-procedure, the right atrial lead exhibited loss of capture, high thresholds and p-wave amplitude variation. The lead was re-positioned successfully on (B)(6) 2022. The patient was discharged.